Event description:
It was reported that the customer experienced a low blood glucose reading of 50 mg/dl. The customer reported that the insulin pump also alarmed sensor error and calibration error. Upon removal, the sensor appeared to be curved. He was advised that the sensor would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor passed with accurate readings.